Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level with blood glucose of 538 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received insulin flow blocked alarm. Customer also stated that the insulin did not exit. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.